Manufacturer narrative:
Additional information: describe event or problem has been updated to reflect additional information received for this reported event. Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of cardiac arrest with an outcome of death. However, there is a probable association between the patient¿s co-morbidities of hypertension and cardiomyopathy, the event, and the outcome.

Event description:
According to the received medical records the patient expired on (B)(6) 2016, modality at the time of death was continuous cycling peritoneal dialysis (ccpd) therapy, the primary cause of death was cardiac arrest with cause unknown, renal replacement therapy was not contaminated prior to the death, and the patient was not receiving hospice care prior to the death.

Manufacturer narrative:
(B)(4). The complaint sample was not available. A search in the system was performed to verify the product availability and the entire lot had been sold and distributed. The sample was not available for investigation, no analysis was performed and the complaint was deemed, "not confirmed". This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had expired while connected to the cycler. The patient's wife reported the death was not related to the cycler. The patient's wife reported that the patient was unable to breathe and subsequently expired. The patient had fallen out of bed, but the patient's wife believed this was because the patient had expired.. No autopsy was to be performed. Additional information was received from the patient's pd nurse. The pd nurse reported that the patient¿s death was not related to pd therapy or the use of the fresenius pd products and possibly related to recent surgery. The pd nurse indicated that the patient's wife had reported that the patient was discovered partially out of his bed, at approximately 1am, with his elbows on the bed and his feet on the floor. The patient¿s wife felt that the patient¿s breathing had become obstructed, due to the patient¿s position and since the patient had a large abdomen. The patient was not breathing and was unconscious when he was discovered by the patient's wife, who began to perform CPR on the patient until the medics arrived at the patient's home. Medical records have been requested.